Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device turn it on and want to charge, shock is interrupted and error 1 is displayed. There was no reported patient involvement